Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited far field r-wave oversensing and non-capture on atrial tachycardia (at) / atrial fibrillation (af) episodes. No patient complications have been reported as a result of this event.